Manufacturer narrative:
This report will be updated when additional information is received. The device was not returned; therefore, a technical analysis could not be performed. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the root cause of the suspected premature battery depletion cannot be determined without a device return.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. The remaining longevity at the device check in june 2020 was 56%. However, at the current device check the remaining longevity was 0%. No shocks had been delivered by the device since the last follow up. No adverse patient effects were reported. No device data was provided for engineering review. The patient has been scheduled for a device replacement procedure. Additional information was received that the device was explanted and replaced about seven weeks later. No additional adverse patient effects were reported. The explanted device was discarded by the facility and was not returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. The remaining longevity at the device check in (B)(6) 2020 was 56%. However, at the current device check the remaining longevity was 0%. No shocks had been delivered by the device since the last follow up. No adverse patient effects were reported. No device data was provided for engineering review. The patient has been scheduled for a device replacement procedure.